Event description:
It was reported that a patient underwent a laparoscopy procedure on (B)(6) 2022 and a fibrin sealant preparation device was used. During the procedure they needed to use fibrin sealant, and it was impossible to disconnect the end piece to adapt the long cannula. There was delay in the use of the fibrin sealant preparation device. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? How many times have they applied the laparoscopic tip? Was a sales representative present during the case when the issue was experienced? Was any leakage or product solution observed at the luer locks connection? Were there any unexpected outcomes or complications as a result of the event? Are there pictures of the damaged device available?

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? The surgeon has already used several times this device. 2. How many times have they applied the laparoscopic tip? Unknown. 3. Was a sales representative present during the case when the issue was experienced? No. 4. Was any leakage or product solution observed at the luer locks connection? No. 5. Were there any unexpected outcomes or complications as a result of the event? No. 6. Are there pictures of the damaged device available? No. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4, d9. Date device returned to manufacturer, d9. Is device returned to manufacturer, h4 h3 investigation summary ==> the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the only the dual applicator from the vraas1 device was returned with the spray and drip tip not properly assembly. In addition, the luer lock was damaged and airless spray tip with body fluids. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, and the luers move correctly and can be both tightened and loosened without issues observed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9. Device available for evaluation.